Manufacturer narrative:
H10: the customer reported to the remote service engineer (rse) that the touchscreen was not working properly, and the sector in the middle of the display appeared to be drifting away while using the touchscreen diagnostic menu. Per good faith effort (gfe) response received 04/26/2023, the customer performed touch screen diagnostics and could see that the upper middle area of the touchscreen was not responding to touch--the indicator was showing about an inch below the customer's finger, just in the upper middle area of the screen. The customer also stated that the outer edges and lower part of the screen were all responding appropriately. The rse provided the customer with the part number and price of the replacement touchscreen for repair upon the customer's request. The customer replaced the touchscreen and confirmed that the issue was resolved. The device passed required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Event description:
Philips received a complaint on the v60 ventilator, indicating that the touchscreen wasn't working properly. The sector in the middle was going out and the customer biomed was able to see it drift away when using the touchscreen diagnostic menu. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported.    The customer spoke with the philips remote service engineer (rse) and requested information for a replacement touchscreen. The rse provided the customer with part number and price for the replacement touchscreen.